Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained post-paced t-wave oversensing was observed. Programming changes were recommended and the patient will continue to be monitored.

Event description:
New information received indicated that additional non-sustained rv oversensing episodes were observed through a remote transmission due to post-paced t-wave oversensing. The patient was asymptomatic. Programming changes and further testing were recommended.